Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump seemed to be frozen and stuck on check blood glucose. When she pressed the esc button, the check blood glucose came up but it did not clear. The customer was unable to bolus due to this issue. The insulin pump alarmed button error. Customer's blood glucose level was 77 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.